Manufacturer narrative:
An event of difficult removal of the device was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that one of the retainer tabs was stuck in the system and that there was sufficient calcium to allow for implantation and that the patient did not have a horizontal aorta. There was no tension in the system reported based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 05 december 2023, a 29mm navitor valve (B)(6) was chosen for implant using a large flexnav delivery system. During procedure, the valve in the annulus measured 81mm in perimeter, and a pre-dilatation was performed by a non-abbott balloon meeting the minimum annular diameter of 20mm. There was sufficient calcium to allow anchoring of the device, and it was particularly calcified at the non-coronary cusp (ncc). The patient did not have a horizontal aorta. The initial deployment was high, the valve was recaptured, and deployment went slightly deeper. The initial and final implant depth was 2mm at the ncc and 3mm at the left coronary cusp (lcc). At the time of final deployment, the wire was centralized, and there didn't appear to be any tension. However, one of the retainer tabs was stuck in the system and no back tension applied. Rotation as per implant guidelines was performed, and the tab came off. The next cine run showed the valve supra annular. The valve was snared past the sinotubular junction (stj) to ensure that it did not block a coronary artery, and new 29mm navitor valve (B)(6) was implanted. After the implant, patient had a trivial leak and 0mmhg gradient. No intervention was required; a post-dilatation was not performed. The patient did not have any clinical signs or symptoms during or after this event. The patient was reported stable.